Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
D4: UDI. 4 potential lot #'s were provided from the vendor lot. UDI for these lots are as follows: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill fractured when used on the patient's lower jaw. The procedure was completed with another drill. There were no consequences or impact to the patient. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6, h10 a visual inspection was completed on the returned 24-2050 vendor lot 347291. Visual inspection of the returned drill confirmed drill fracture. The device appears to been bent at the breaking point. A determination cannot be made as to what caused the fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.